Manufacturer narrative:
Results: a sample was received in the (B)(4) plant for evaluation. Ink rings were noted on the barrel therefore failure mode is verified. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Conclusion: the root cause : ink rings are generated during the graduation scale printing process. Ink rings are caused by a damaged doctor blade. The doctor blade wipes excess ink off the print etching which transfers the graduation scale pattern onto the printing pad. When the blade is damaged, it will not wipe the excess ink off of the etching causing a black line to be printed on the barrel. Ink rings are fixed by replacing the doctor blade.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a black ring of foreign matter was found inside the barrel of a bd 30 ml bd luer-lok" tip syringe before use. No report of injury or medical intervention needed.